Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found two external insulation abrasions at 6.1 cm to 7.0 cm and 12.0 cm to 12.4 cm from the connector pin consistent with friction to the device can breaching the outer insulation and exposing the outer coil. A third external insulation abrasion was noted at 13.8 cm to 14.3 cm from the connector pin. The full length of the abrasion could not be determined due to the outer insulation being cut in this region consistent with explant damage. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.